Event description:
A customer reported to baxter (B)(4) a administration set with a male luer lock in which a leak was observed. According to the report, the male luer was attached to an unknown bellco venous line on a patient. The facility stated that a leak was observed out of the luer lock; a couple drops of medication leaked on the floor as a result. The facility clarified that they have noticed leaks from this location only when infusing an unknown iron medication; there have been no issues when infusing antibiotics. The facility has attempted to resolve the issue by disconnecting and reconnecting, taping, priming the device and leaving the last inch with air (for the dialysis machine to purge out) but nothing have worked. The alleged defect occurred in the dialysis department. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported four occurrences and returned samples for two of the occurrences. Visual inspection was performed on the two samples and the results were satisfactory; all components were present, in the right position and complete. Functional tests were performed on the two samples, and both samples passed all tests. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.